Manufacturer narrative:
Note: MFR report # 3004939290-2016-00137 follow up 2 was originally submitted on 05/25/2016; however, acknowledgements number 2 and 3 were not received, therefore, this report is being re-submitted on 05/26/2016.

Event description:
It was clarified that the mynx device deployed properly as per training and instructions for use (IFU); however the closure failed.

Manufacturer narrative:
(B)(6).

Event description:
The following additional information was provided by the user facility: the device was being used with a 5f procedural sheath for arterial closure following a diagnostic coronary procedure. At prep, the black marker on the inflation indicator was fully exposed. There were no prior catheterization or scar tissue on puncture the site. Resistance was not felt while inserting the device. Resistance was not felt while pulling back to the arteriotomy. The user shuttled down completely. Significant resistance was not felt when shuttling down. Unusual force was not applied when retracting the sheath. The stopcock was opened on the sheath prior to shuttle down. Excessive force was not applied when shuttling down. There were no kinks in the sheath or device after removal. The patient's hospitalization was not prolonged as a result of the event. Additional information was requested but was unknown.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lot history review (f1603303) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided, the root cause of the reported event could not be determined; however, incidents are monitored on a routine basis for trends. Should additional relevant information become available a supplemental MDR will be filed. Note: MFR report # 3004939290-2016-00137 was originally submitted on 05/02/2016; however, acknowledgements number 2 and 3 were not received. This report is being re-submitted on 05/9/2016.

Event description:
The mynxgrip vascular closure device failed to deploy properly. The device was being used for vascular closure following a diagnostic heart catheterization procedure. Manual pressure was applied for 5-7 minutes. There were no issues with the patient. No further information is available at this time.